Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was found to be broken. The ac inlet connector was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes and ventilator inoperative codes were found in the ventilator's downloaded error log. The device's sensor board and system board were replaced to address the issue.